Event description:
Additional information received later reported that patient experienced symptom of redness, swelling, drainage at the device pocket, catheter track in the lumbar region. A culture revealed rhodobacterium. Patient was treated with intravenous antibiotics and total device system explant as reported previously. As of the date of this report patient outcome was reported as ongoing. Drug delivered via the device was compounded baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
An infection was reported; a pump removal was indicated. Drug delivered via the device was astramorph. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk; catheter model: 8591-38, lot# d17302, implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).